Manufacturer narrative:
Philips service reinstalled the os and application and returned the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that intermittent blue screen occurred during clinical use, and reboot restored functionality on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.